Event description:
Patient was implanted with 130 degree ti cannulated trochanteric fixation nail, (tfn)11.0mm ti helical blade and a 5.0mm locking screw on (B)(6) 2013. On an unknown date it was discovered the helical blade migrated medially. Patient was returned to or on (B)(6) 2013, hardware was removed and the patient was revised to a total hip arthroscopy. The procedure was delayed approximately 30 minutes. Procedure was successfully completed. This complaint is on the (tfn) nail. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.